Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed to reposition the lead. However, the helix was retracted multiple times and the physician no longer trusted the performance of the lead. Therefore, the lead was removed from service and replaced without further incident. No adverse pt effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.